Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician used extra force to get the device through the sheath safely, but with more bleeding from the hemostatic valve than usually seen. The closure was completed successfully with this device. The patient didn't suffer any harm due to this event. Additional information stated that ancillary device used was the 14 f sheath in the right femoral artery.

Manufacturer narrative:
Due to the patient tested positive for covid-19, the device was not able to be returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a percutaneous ventricular assist device (pvad) procedure, a 14f ce manta was planned for closure. The physician encountered massive elastic resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube did not buckle or bend when met with resistance. The physician applied extra force and was able to successfully insert the bypass tube through the hemostatic valve, achieving hemostasis. The IFU indicates in step 3 of device insertion: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.